Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 550 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and displacement accuracy test. Installed a water filled test reservoir, and primed insulin pump. Verified the units left in the test reservoir and the units left on the display matched. Set a basal rate monitored the insulin pump for seven days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, or basal anomaly noted during testing. The insulin pump received with partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.